Event description:
On (B)(6) 2009 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan revealed extraluminal extension of the strut along the posterior aspect measuring 4mm. No fracture of the filter or strut was noted.

Event description:
On (B)(6) 2009 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan revealed extraluminal extension of the strut along the posterior aspect measuring 4mm. No fracture of the filter or strut was noted.